Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) event of 41 mg/dl after waking up in the morning. The customer ate food to treat the low bg. The contact reported that the cause of low bg was possible due to eating a large meal and could have overbolused in the night. Tandem technical services instructed the customer to consult with their healthcare provider regarding the low bg event.